Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 10, 2024. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 4114, 11, 3331, 3221, 4315). The affected sample was not returned for evaluation; therefore, a direct investigation could not performed. A representative retention sample from the lot number was obtained. An adapter was able to fit on all necessary ports with no issues noted. Without a returned device, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the threads on the reservoir outlet were almost non-existent. As per the subsidiary, the step down adapter was unable to tighten onto the reservoir, so the customer used a piece of tubing to slip onto the outlet. The circuit was able to be used with a larger boot size not requiring a step down. The oxygenator has been disposed of after their case, so there is no photo. No patient involvement. The product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.